Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did the needle fall into patient? => no information. Was the needle retrieved in the same procedure? => n/a. Was additional tissue incision required to retrieve the needle? => n/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2017, and suture was used. It was reported that the needle was broken at the swage part when it hit the bone during use. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/06/2018

Manufacturer narrative:
Pc-(B)(4). The actual suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was mixed mode, composed of both microvoid coalescence and intergranular fracture. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.